Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump had a motor grinding noise during the rewind process due to faulty motor.

Event description:
Customer reported via phone call motor noise anomaly and damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for motor noise anomaly was performed. Customer advised during a bolus attempt they would hear the motor make noise. Troubleshooting for cosmetic damage was performed. Customer advised the battery compartment had a small crack and a couple of surface scratches. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.